Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was malignant pain and cancer pain. It was reported that there was a "slight protrusion" where the incision is for the catheter. The caller stated that they thought that the catheter was not properly placed and inquired about imaging options to verify the catheter's locations. It was noted that the patient was experiencing pain. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-may-2019 from a healthcare professional (hcp) who reported that there was no device issue, patient/therapy issue, procedure issue, etc. Related to the report of the patient¿s catheter protruding. The cause for the patient¿s pain was the prominence of the catheter anchor. The actions/intervention take to resolve the patient¿s pain was noted to be ¿reassurance¿. With regards the cause of the catheter¿s ill placement, the hcp noted ¿not displaced¿ and no actions/interventions were taken to resolve the catheter¿s placement. The issue was resolved. No further complications were reported/anticipated.